Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), lot: a000115119. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-05164. Additional information received identify that the ipg displayed the end of service (eos) message and it is unknown if the device depleted prematurely. One lead also migrated and patient lost effective therapy. As a result, surgical intervention was undertaken wherein the ipg and leads were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that migrated.

Event description:
It was reported that the patient may undergo surgical intervention for an unknown issue. Further information is currently unavailable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated.